Event description:
Following an implant, the patient had numbness from both thighs down to their feet. The system was noted to have never been turned on. Impedance checks were performed intra-operatively, however, results were not reported. The devices were explanted and were not replaced. Scar tissue was noted from an MRI. The patient recovered without sequela. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.